Event description:
It was reported that revision surgery was performed due to device loosening. Patient pain was reported for 2-3 months prior to revision. Devices implanted in 2002. Acetabular cup remains implanted.